Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. Upon receipt, visual inspection found that the pump appeared to have a knife slice down the center of keypad overlay, and battery door was broken. The pump was opened, and inspection found the ground shield loose and lifted possibly shorting out the mp board. Subsequently the mp board was replaced because of the shorting issue and the front housing due to extensive damage observed (slice, lens cracks, loose shield and broken battery door). During analysis, power up of the pump stopped at reservoir volume 66.6 ml. Simulated use was able to power up the pump and download event log but unable to read out the pump error log. The event log verifies that an abnormal event occurred (multiple key stuck events recorded). Pump does not run. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump would not accept any of the commands when the button was pressed. It was also reported that the battery had to be removed to stop infusion. Subsequently, the battery was reinserted/replaced, and the pump went through the usual self-test, but "stopped" did not show in the home screen. In addition, on several occasions, it displayed "res volume, or amount given", with no functionality of the keypads. "There was no "error" codes displayed. The powering up/self test sequence after battery insertion was all over the place." No adverse effects were reported.